Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed on the 31st march 2009 and performed to specification up to the 27th november 2011. On the 4th-5th december 2011 the device failed several self-tests due to a low battery. An increase in voltage then suggests a further pad-pak was installed. The device passed self-tests up to the 6th september 2015. The device recorded manual power ups of ten minutes duration between the 12th september 2015 and the 16th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.